Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed china reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robotic procedure on (B)(6) 2023 when it was reported ¿in robotic surgery, ias12-100lpi are used as auxiliary holes. During the operation, the puncture device ruptured.¿. Further assessment questioning found that ¿hard non-identified pellet like object (similar in size) was found near suture, and removed during stitch removal. (Missing fragment lodged subderma, and expelled as incision wound healed). After asking field agent, the one case, missing piece was later found during wound dressing change, due to body¿s rejection and expulsion of foreign material. So a positive result. We were told the piece was a complete match with no other missing parts. This report is being raised on the reported injury due to foreign body left inside the patient and expelled from the body post operatively.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed china reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robotic procedure on (B)(6)23 when it was reported ¿in robotic surgery, ias12-100lpi are used as auxiliary holes. During the operation, the puncture device ruptured.¿. Further assessment questioning found that ¿hard non-identified pellet like object (similar in size) was found near suture, and removed during stitch removal. (Missing fragment lodged subderma, and expelled as incision wound healed). After asking field agent, the one case, missing piece was later found during wound dressing change, due to body¿s rejection and expulsion of foreign material. So a positive result. We were told the piece was a complete match with no other missing parts. This report is being raised on the reported injury due to foreign body left inside the patient and expelled from the body post operatively.